Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient who had an implanted neurostimulator (ins) for non-malignant pain and other non-malignant pain reported on (B)(6) 2015 that they had an adjustment to stimulation settings in 2013, and was given an additional program. The patient was claiming on the date of report that it was missing program 2 when they would try to use the therapy. The patient stated "program 1 did one part of the body and program 2 did the other part". It was noted that group b only had program 1. They had checked the other groups, and they still only had one program. It was later reported on 2016-01-04 that the patient was in pain because of the lack of programming. The patient also reported on that date that one program was for their legs, and the other was for their back. They had lost the program for their back. Follow up efforts have been initiated to determine which steps were taken to resolve the missing 2nd program. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider reported that the patient had their implantable neurostimulator (ins) and leads replaced on (B)(6) 2016. After a fall in (B)(6) 2015 the stimulator was no longer functioning well to cover the patient¿s low back pain. It was speculated that the lead may have been damaged and the ins was most likely changed proactively to be MRI compatible. The patient recovered completely after the revision.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. No anomaly found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the circumstances surrounding the loss of program 2 was that the patient fell in their house. The patient ended up laying down with a lot of pain. The pain was noted to be very hard and stabbing. The patient had a deep burning sensation and a pins and needles sensation. The pain made it hard for the patient to sleep. They were waiting for an appointment with their doctor.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.